Event description:
It was reported that the user had difficulty inserting the intra aortic balloon due to the pt's anatomy. Another intra aortic balloon was inserted via a sheath without difficulty. There were no pt complications.